Manufacturer narrative:
Device is implanted and has not been returned. A revision surgery is planned. Any add'l info obtained after product is returned, will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon performed a 3 level acdf with hybrid system. The bottom b level c7 screws are coming out."